Event description:
A customer reported the system displayed a system message and locked during the procedure. Following a system exchange, the procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 11/27/2013. The MFR internal ref number is: 2013-36149.